Event description:
During the procedure, the reprocessed ligasure malfunctioned. There was no harm to the patient. The device was replaced with a new functioning ligasure. Surgery proceeded and completed with no other issues.